Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a system shut down on its own before a procedure. There was no patient involved.

Manufacturer narrative:
The company representative did not indicate finding any issues that would be associated with the reported event. The baseboard and power supply were replaced, however, the company representative was unable to be determined if one of these components contributed to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 6, 2013. Based on qa assessment, the product met specifications at the time of release. The system met specification and the components were replaced. However, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply and baseboard printed circuit board (pcb) were received and a visual assessment of the returned samples found no visual nonconformities. The power supply was installed into a calibrated system where it booted up with no problem. The sample baseboard pcb was installed into the system, where it was unable to boot-up, confirming issues related to system power. This is the first known instance of the baseboard pcb being found to be nonconforming. The root cause of the reported event can be attributed to the nonconforming baseboard pcb. The manufacturer internal reference number is: (B)(4).